Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings or issues related to rupture device were observed.

Event description:
Patient reported left side "rupture at the level of the lower left inner quadrant, with significant free liquid that extends into the upper quadrants and axillary lymph nodes with benign characteristics". ¿capsular contracture grade iii," ¿deformation," ¿increased tone," ¿pain," ¿inflammation," and ¿double capsule¿ were also noted. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture these are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "rupture at the level of the lower left inner quadrant, with significant free liquid that extends into the upper quadrants and axillary lymph nodes with benign characteristics". ¿capsular contracture grade iii," ¿deformation," ¿increased tone," ¿pain," ¿inflammation," and ¿double capsule¿ were also noted. The device has been explanted.